Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection was performed on the returned sample and it was observed the mail coil was both kinked and stretched. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed. It is most probable that procedural or anatomical factors encountered during the procedure contributed to the main coil prematurely detaching inside the patient, therefore, a cause of procedural factors will be assigned to the investigation.

Event description:
It was reported that the coil prematurely detached in the hub of the microcatheter, inside the patient. There were no clinical consequences reported due to this event.

Event description:
It was reported that the coil prematurely detached in the hub of the microcatheter, inside the patient. There were no clinical consequences reported due to this event.